Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent an ipg explant procedure.

Manufacturer narrative:
D7 explant date: removed the battery in either 2016 or 2017.

Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent an ipg explant procedure. Additional information was received that the patients ipg was not returned.